Event description:
Airseal has been malfunctioning consistently inside the operating room since (B)(6) of 2024. Conmed has claimed to have identified the problem numerous times and yet the malfunctions continue. Conmed shifted from claiming they had identified the problem to claiming it had been resolved all while the malfunctions continue. Last known occurrence was (B)(6) of 2026 at (B)(6) medical center in (B)(6) where the patient suffered an air embolism as a result of a malfunctioning airseal unit. In talking with colleagues this has been happening nationwide. Conmeds internal communication demands that no one is to communicate that there is a known issue to the customer.